Event description:
A customer reported to beckman coulter, inc. (Bec) that qc fliers and erroneous results were obtained on the last one or two replicates of all assays on board the unicel dxc 600i synchron access clinical system. The customer noted that the reagent packs appear to be foamy upon visual inspection. There has been no indication that any erroneous patient results were reported out of the laboratory. The customer noted that there was no error messages posted to the event log in conjunction with this event. Qc was within the customer's established ranges when performed on a fresh reagent pack. Field service engineer (fse) was on site on (B)(4) 2012. The fse replaced vacuum pump and the transducer/ultrasonic pcb board, and completed pipettor alignment. The fse performed a routine system check and the results passed within the instrument specifications. The fse returned on (B)(4) 2012 and performed a high sensitivity system check, which passed within the instrument specifications. However, the fse discovered micro-bubbles in the wash pump and replaced the rotor and stator. The fse ran an access accutni (troponin) precision run and obtained good precision until the last 4 replicates which produced high fliers. Visual inspection of the pack indicated foaming on top of the remaining liquid. The reagent pack is to be returned to beckman coulter for evaluation. Although hardware issues may have contributed to the event, the definitive cause of the event has not been determined to date. The reagent packs on board the instrument are listed below: access accutni, catalogue number 33340. Access ck-mb reagent kit, catalogue number 386371. Access cortisol, catalogue number 33600. Access ferritin, catalogue number 33020. Access total t4, catalogue number 33800. Access vitamin b12, catalogue number 33000. The lot numbers were not supplied.

Manufacturer narrative:
Field service engineer (fse) replaced the transducer and performed a precision run until the reagent pack was empty. No foam was evident and the issue was resolved.bec internal identifier for this complaint is (B)(4).

Manufacturer narrative:
(B)(4).